Event description:
After an implantation period of approx. 72 months shock impedance values higher than > 150 ohm were reported. The lead is still implanted. No adverse patient side effects have been reported.

Manufacturer narrative:
As of today, this lead is not available for analysis, therefore the analysis is based on the available information. The provided trend curves demonstrated stable shock impedances around 45 ohms between (B)(6) 2016 with a subsequent sharp increase up to greater than 150 ohms, consistent with the observation reported in the complaint description. The available diagnostic images did not reveal a definite conclusion regarding the root cause of the clinical observation. An analysis of the system would be necessary for a root cause investigation. Should additional information or the devices become available for analysis, the investigation will be updated.